Manufacturer narrative:
Continuation of d10: product ID hh90t02, serial# (B)(6), product type: mobile platform. Product ID a820, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that they were still having troubles and it took forever. They also see a message 'communication was cancelled re sync'. Agent reviewed closing all apps on the handset and connecting to my ptm app. Agent reviewed information and assisted with clearing data on the handset. The patient stated that after clearing data last time, it 'acted normal' for 1-2 days and then took a long time to connect again. This was an issue when they were out or if they were busy. When asked boluses per day, they stated 'probably 7', I don't really know, I hurt so I am using it often. They will monitor lag issue and call back if further assistance is needed.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl for non-malignant pain. It was reported that the patient stated it was taking a long time to connect and was getting slower for probably about 2 weeks and they had to stand there and hold the communicator for 5 minutes almost for it to work. The agent asked clarifying questions and the patient said the ptm sat at 90% for a long time. The agent assisted patient with clearing the data, closing out of all running applications, and resetting the handset. The patient is able to connect to pump very fast and showing their lockout screen. The agent reviewed device function. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID hh90t02 (serial: (B)(6)); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID hh90t02 (serial: (B)(6)); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.